Event description:
It was reported that the patient presented remotely via merlin.net. Upon review,  it was found that patient's implantable cardioverter defibrillator exhibited intermittent ventricular under sensing. No intervention was performed. The patient was stable.